Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (specific strength not reported). There are plans to replace the magnet but had not taken place as of the date of this report. The implanted device remains.

Event description:
It was reported that the surgery to replace the magnet has been completed on (B)(6) 2022. This report is submitted on july 29, 2022.